Event description:
The air mixer would not deliver gas. The ventilator alarmed gas supply. There was sufficient wall gas pressure for air, o2 and n2o as indicated by the pressure meters on the gas supply manifold. There was also no gas flow from the flow meter connected to the 962 air mixer. There was no pt injury. The pt was bagged and the ventilator and 962 air mixer changed. The fse was dispatche, replaced the air mixer and repaired the unit at the customer site.